Event description:
It was reported that patient presented during clinical follow-up, symptomatic of hematoma. Interrogation noted that the patient's left ventricular lead exhibited high pacing impedance and high capture threshold and the patient's crt-d device was prematurely depleted. Both the reported device and lead were explanted. The patient's condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2024-52236. It was reported that the patient presented during clinical follow-up, symptomatic of hematoma. Interrogation noted that the patient's left ventricular lead exhibited high pacing impedance and high capture threshold and the patient's crt-d device was prematurely depleted. No intervention was reported. The patient's condition was unknown.